Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after removing the catheter from the left atrium a mapping catheter was inserted and pacing was initiated but there was no conduction observed and a complete block was suspected. Bradycardia with beats per minute in the 20s occurred. The patient originally had a weak atrioventricular conduction pathway, so it was analyzed. The patient recovered afterwards.  The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the complete heart block last for three minutes and then spontaneously recovered while to pace atrium and ventricle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.